Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not crossing over to the station. A technical support specialist (tss) verified that the admission inactivity days setting for the station was set to 3 days. An all-device events report was run and showed that there had been no activity since the patient was admitted. This resulted in five days of inactivity, which caused the patient not appearing on the station. The customer was informed that they would need to temporarily change the admission inactivity days setting or discharge and readmit the patient. The customer confirmed that they were able to resolve the issue. The system functioned after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient did not cross over to one station. Customer mentioned that the patient could be seen in the visit and orders, but the information was not populating on the nurse's side. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.